Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for a generator change out procedure. During the procedure, the left ventricular lead exhibited insulation abrasion. The lead was repaired with a repair kit. The lead remained implanted and the patient was well post procedure.